Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 454 mg/dl and a ketone level identified as dangerous causing customer to feel sick. The customer alleged that the pump or supplies caused the issue; however, the specific cause was not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on 9/17/2019 with the issue resolved and no permanent damage.